Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Surgeon damaged the locking mechanism of the tibial insert while inserting into the tibial tray.